Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had got the pump wet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.